Manufacturer narrative:
(B)(4). Isi received the permanent cautery spatula instrument and performed a device evaluation. Failure analysis (fa) confirmed the initial complaint that the tip of the permanent cautery spatula instrument jaw and wrist area near the shaft smoked. The permanent cautery spatula instrument was found to have thermal damage on the monopolar yaw pulley and distal clevis. Fa noted the permanent cautery spatula instrument had black char marks present at the distal end. Any material missing from the thermal damage of the way pulley was likely thermally induced rather than mechanically induced. Also, the permanent cautery spatula instrument was found to have a cracked ceramic sleeve and the spatula was bent backwards. There were no pieces missing from the instrument. Fa removed one side of the clevis ear for further investigation. The silicone potting did not appear to be comprised nor did the conductor wire have damage around the weld location. The permanent cautery spatula instrument passed a electrical continuity test and there was no damage found to the conductor wire at the wrist. As of (B)(6) 2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery spatula reported in this complaint (pn: 420184-06/m10120830 004) associated with this event has been performed. Per logs, the permanent cautery spatula was last used on (B)(6) 2018 system (sk1917) with 0 use remaining. This complaint is being reported due to the following conclusion: the permanent cautery spatula "generated smoke at the tip and wrist near shaft" and was noted to have incurred thermal damage with no evidence or claim of user mishandling or misuse. Additionally, the thermal damage to the monopolar yaw pulley and distal clevis of the instrument found during the device evaluation is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Implant date is blank because the product is not implantable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The permanent cautery spatula instrument was returned with zero allotted usages remaining, indicating that this reported issue occurred on the instrument's last allotted usage. This report has been generated in response to FDA inspectional observations dated march 6, 2020.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy procedure, the permanent cautery spatula instrument generated smoke at the tip and wrist close to the shaft so they discontinued use. A backup instrument was used and the planned surgical procedure was completed with no reported patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed-up with the customer and obtained the following additional information: the permanent cautery spatula instrument and the cannulas were inspected prior to use. The customer reported that there were no instrument collisions. The reported issue occurred when abrasion was being performed. The customer indicated that it was unknown if arcing was occurring in addition to the smoke generation, but they were able to confirm that there was no harm to the patient. Isi received an image of the permanent cautery spatula instrument from the customer that showed visible charring on the instrument. Isi made several attempts to obtain additional information from the customer concerning the reported event and patient information, but no additional information has been provided as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: a2, a3, a4, b4, b6, b7, g4 and h10. Intuitive surgical, inc. (Isi) obtained the following additional information related to the patient involved with the reported event. Gender: male ethnicity: (B)(6). Date of birth: (B)(6). Age: 70 years old on(B)(6)2018. Weight: unknown relevant test results: not applicable patient history: not specified.